Event description:
It was reported that the device was dropped and was returned for repair of the damaged display. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was broken. It was also noted that the upper and lower cases were broken, two knobs were broken, one side bail cover was broken, the ring cover was contaminated, the battery contacts were compressed, the ring bail was bent, the battery drawer was broken and the keyboard was scratched.